Manufacturer narrative:
Concomitant medical products: 419488 lead implanted: (B)(6) 2007; c4tr01 ipg implanted: (B)(6) 2014; 310c31 tissue valve implanted: (B)(6) 2017.

Event description:
It was reported that the right ventricular (rv) lead threshold measured high and has been elevated for some time. The lead remains in use. No patient complications have been reported as a result of this event.